Manufacturer narrative:
Device return evaluation was completed. Evaluation noted cable condition check performed and found internal breakage. Endoscopic image check found no image. Based on evaluation findings, the customer reported issue of foggy image could be confirmed. The issue was attributed to breakage of the cable causing no image to the ccd unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "foggy image". The issue found during an unspecified procedure. The subject device was replaced with similar device and the intended procedure was completed with no patient harm or injury reported. No user injury reported. Device evaluation found faulty cable causing damage to the charge coupled device (ccd) and noted no image. This report is being submitted for no image due to faulty cable found on device evaluation.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure and damaged components (cable and charge coupled device (ccd)). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the image failure was not established. However, it is probable that the issue occurred because of a communication failure which resulted from the damaged cable and charge coupled device (ccd). The investigation did not establish the root cause of the damage. The occurrence of this problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.